Manufacturer narrative:
H3: product analysis found that visually, the pouch was open from 3 of 4 sides when returned. There were traces of contamination found at the distal end of the outer tube, and at the proximal end of the inner shaft. There was no damage noted to the outer tube, the outer or the inner hub. Functionally, the inner assembly spun by hand with binding. The device was loaded into a handpiece and ran up to 7,500rpm in oscillating mode. During the blade oscillation, the excessive wobbling was observed. For further analysis, the inner assembly was pulled out from the outer assembly, and it was noticed that the inner shaft was bent. The inner shaft was bent near the distal end of the inner hub. There were also traces of striations observed at the distal end of the inner shaft, and on the inner shaft near the distal end of the inner hub. The device failed due to defective condition upon return and the inability to spin properly. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the blade did not rotate. The blade could not be used with another handpiece, other blades with the same handpiece could be used normally. There was no patient involved.